Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8002708, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-02. Medical device lot #: 8088518, medical device expiration date: 2023-03-31 , device manufacture date: 2018-03-29. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringes with luer-lok¿ tips, had visible oily residual in them. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples/photos received, therefore defects not confirmed. According to the email communications received, the samples were reported to contain silicone. If that is correct, please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause not defined since samples/photos were not received to confirm the product defect.

Event description:
It was reported that before use of the bd syringes with luer-lok¿ tips, had visible oily residual in them. There was no report of exposure, injury, or medical intervention noted.